Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that interrogation was not possible and dashes (---) were seen for several parameters. The battery rate did not indicate eri but the magnet rate was 47 ppm. After explant, in the field the rate was programmed to the base rate and normal function ensued.